Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switching was observed due to far-field r-wave oversensing. The patient experienced lightheadedness as a result of auto mode switching. Programming changes were made.